Event description:
It was reported that (1) device was used during a video assisted resection. It was reported by the affiliate that the atw35 instrument would not fire. The case was completed by using another instrument. There was no patient consequence.